Event description:
It was reported that the pt reports pain in the inner thigh. It is an on and off pain since the surgery. Pt is f/u with her surgeon.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.